Event description:
It was reported that during testing conducted at the manufacturer facility, the irrigation wheel had no rotation on start up in standard mode, no annunciators, and no audible alarms were observed. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted at the manufacturer facility, the irrigation wheel had no rotation on start up in standard mode, no annunciators, and no audible alarms were observed. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.